Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperatively, the surgeon had taken out 2 or 3 knots on the patient in 2-4 weeks after surgery. The patient was 3 months out and spitting suture again. The surgeon had 2 patients that had to go to the operating room to wash out their wound around multiple stitch abscesses in the last 3 months. To resolve the issue suture removal and wash out was required.